Event description:
During aaa repair in 2007, the main body graft and contralateral limb were implanted successfully. When the physician advanced the ipsilateral limb the valve was hubbed up to the main body valve and needed to advance the full system in order to achieve the overlap. The physicians then decided to remove the iliac leg graft and advance the main body dilator back into the sheath. While advancing the sheath with dilator, in the right common iliac, under fluoroscopy, the physician advanced the sheath up to the distal stent of the main body. However, while advancing the dilator, the c-arm did not follow up the dilator. When the x-ray tech came off of the magnification, the graft was pulled down into the aneurysm. The physician is not sure why but thought the top cap may have caught on the suprarenal struts causing the graft to be pulled down into the aneurysm while withdrawing the dilator.

Manufacturer narrative:
Evaluation: this event is still under investigation.